Event description:
It was reported that the patient was experiencing "straight voltage and pain in the leads and trying to figure out for a year." The patient said that he still is having pain in the base of his throat, vocal cods, and left shoulder. It started about 1 year ago in the base of his throat, and now it is starting to spread. It was unclear as to the cause, but the physician suspects an issue with the lead. Diagnostics have been performed on the patient's device, which were within normal limits. Later september 2009, it was indicated that the patient was hospitalized for suicidal attempts, but it was unclear of the relation of the device. Good faith attempts to obtain further information have been unsuccessful to date.